Event description:
A report was received that the patient had infection at the pocket incision site. The physician believed that the infection was procedure related. The patient was given antibiotics. The patient underwent an explant procedure and the infection had already been cleared up.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.